Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Subsequently the pump battery fully depleted and the pump shut off. Customer plugged the pump in to charge and the pump turned on. Upon turning the pump back on, the malfunction alarm was cleared. Customer's blood glucose level was 114mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.